Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they will obtain an x-ray and remove or replace if lead fracture. The identified current malfunction has been resolved with a change in programming.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial#. Implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-mar-2026, UDI#:(B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient stated they can't change their therapy settings because they keep seeing a message that they're operating at maximum settings. Patient stated the message appears if they change programs as well. Patient stated they noticed this a few weeks ago. Agent redirected patient to hcp. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the "operating at maximum settings" was most likely to lead fracture. They provided 4 new programs as programs 0 and 1 were not working. The issue was resolved.